Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. It was recommended to replace the 453563476991 - paddle repl. Water resistant kit. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: remote support was received.

Event description:
It was reported the device paddles were damaged. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.